Event description:
It was reported that the patient was admitted. An echocardiogram and computed tomography (CT) scan were obtained and showed increased conspicuity of eccentric filling defect within the left ventricular assist device (lvad) inflow cannula bend relief, raising the concern for small nonocclusive thrombus. The outflow cannula was grossly patent without thrombus. The patient's lactate dehydrogenase (ldh) reached a peak of 733 and aspirin was increased to maximum from 81. Open heart surgery was consulted, and options were discussed with the patient. The patient's international normalized ratio (inr) goal was already 2.5-3.5 due to history of pump exchange from thrombus. The patient had reportedly not been compliant with warfarin historically. Elevated powers/flows were noted intermittently and were trending upward. It was later communicated that thrombus was suspected based on the echocardiogram but not confirmed. The patient was given tissue plasminogen activator (tpa) and continued on heparin. The pump was not exchanged. The powers and flows appeared to be stabilizing. There were no adverse alarm conditions.

Manufacturer narrative:
History of pump exchange covered in MFR: 2916596-2021-02728. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected inflow thrombus could not be confirmed as no images were submitted for review and the patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas). Review of the submitted log files confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the lvas and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The submitted log files collectively contained events from (B)(6) 2023 through (B)(6) 2023. Transient elevations in power and flow up to 8.4 watts and 9.9 liters per minute (lpm), respectively, were observed on (B)(6) 2023 and (B)(6) 2023. Additionally, a slight, overall, upward trend in pump power and flow was noted throughout the data; however, pump parameters appeared to restabilize. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on hmii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 1 of the IFU, also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, several sections of the IFU warn to not use batteries to power the system when sleeping and to always connect to the power module or mobile power unit for sleeping or a chance of sleep. The IFU explains, ¿a sleeping patient may not hear system alarms.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
A cause of the elevated pump powers was not able to be identified. The patient's only symptom was elevated ldh levels. The high powers and flows resolved.